Manufacturer narrative:
(B)(4).

Event description:
It was reported "clotted catheter" additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "clotted catheter" additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn #: (B)(4). The reported complaint for the "clotted catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.